Event description:
It was reported that the sagittal saw attachment heated up during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The event for heat was not confirmed as the product was not available for evaluation. Device not available for evaluation.

Event description:
It was reported that the sagittal saw attachment heated up during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not yet received.